Manufacturer narrative:
Zimmerbiomet complaint number cmp: (B)(4).

Event description:
It was reported that there is a fracture on the cylinder 44 of the bar.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative the product involved on the complaint was returned to bellatek facilities on (B)(6), 2021, so that the evaluation of the complaint could be performed. After performing a review of the device history record (DHR), the design files, and a visual inspection of the returned product (manufacturing order: 2069105), it was confirmed the following information about the complaint case: the device history record (DHR) review was completed for the subject lot number and confirmed that all operations and inspections were executed as per applicable procedures. No unauthorized deviations or non-conformances, which could cause or contribute to the reported event, were documented as part of the DHR. The visual inspection performed to the bar, confirmed a fracture in one of the distal cylinders, specifically across the cylinder for tooth position #44. According to the procedure, a complaint history review is required to evaluate if other complaints, with similar incidents against the referenced lot number, have been reported. As the bellatek products are conformed by a unique and one time use lot number per case, a lot specific complaint history review is not performed. Confirmed fractured.